Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , g1 ( contact person ¿ mfg site). Corrected field : e3 , e1 ( event site email , initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to reproduce the failure. As a precaution, the fse replaced pressure transducers (d682-00-0091-01) , regulator drive (d103-00-0633) and the drive manifold (d104-00-0031). The unit calibrated and passed all functional and safety tests factory specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 25 june 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0103-00-0633 drive regulator serial number (B)(6) part number 0103-00-0633 drive regulator serial number (B)(6). Part number 0104-00-0031 drive manifold serial number (B)(6) part number 0682-00-0091-01 pressure transducer 23 135610 06_meas part number 0682-00-0091-01 pressure transducer 23 135610 06_meas these parts were received with a reported unit failure of system overheat. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the above parts into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number (B)(6) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to boot the cardiosave into clinical mode, performed an autofill, and allowed the cardiosave to pump for two hours. The fat dept. Could not replicate the complaint of overheating. The parts passed testing. Retaining the parts in the fat dept. Per procedure number (B)(6) rev. Au.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system overheating issue during use. No harm. Patient was involved.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d7a.